Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06511. Both of the leads being reported are for off-label use. It was reported the patient has been receiving ineffective therapy in relation to the lead(s) located in the supra-orbital region. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-06511. Follow-up revealed the patient's right, supra-orbital lead exhibited invalid impedance due to being fractured. As a result, it was explanted and replaced. Surgical intervention resolved the patient's issue. Note: both leads are being reported as explanted because it is unknown which device was replaced.